Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the reported issue was confirmed. The cause was traced to a faulty downstream occlusion (dso) sensor. The dso sensor was calibrated to address this issue.

Event description:
It was reported that, during testing, the device was reported to have a ¿cassette not attached¿ error. Evaluation of the returned device identified a faulty downstream occlusion sensor.